Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Rework per recall # 139.

Manufacturer narrative:
Actual event date not known. The device was returned for rework and was subsequently upgraded and repaired and then returned to the field. There is no further information available on this event. If any other information is received this will be reported via a supplement.